Event description:
As reported by the edwards field clinical specialist (fcs), two days following the successful implantation of a 26mm sapien valve via a transapical approach, the patient decompensated due to severe paravalvular leak (pvl). A second sapien valve was subsequently implanted within the first via a transfemoral approach, which resolved the pvl. The first sapien valve was implanted as intended in a 70:30 aortic position. Following valve deployment, there was only trace aortic insufficiency. During the second tavr procedure, it was noted that the first sapien valve was tilted in the annulus. The native aortic annular diameter was 23mm by tee, with areas of 460 3d tee and 500 by CT. The native aortic valve was severely calcified with the calcium distributed in bulky chunks. The aortic root was not calcified. There was minimal mitral annular calcification (mac). The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the fcs, it is possible that the sapien valve was undersized.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards training manual instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed. However, a combination of patient (severe bulky native valve calcification) and procedural (70:30 aortic position of the valve, potential valve undersizing) factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.